Event description:
The customer claims that the plastic around the electrical contacts of the inform meter looked to be melted. No adverse event reported. A request was made for the return of the meter, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.